Event description:
Procedure type: thoracotomy. According to the reporter: the customer reports that during an intervention to remove air bubbles from the pt's lung, the device used cut the tissue but the staples did not shut properly. The surgeon had to perform a thoracotomy to suture with threads, pds and hemostatic pads tachosil around the blooding wounded area. The case was extended by more than 30 minutes. The pt had great pain and had to extend the hosp stay.

Manufacturer narrative:
(B)(4).